Event description:
It has been reported to philips that the system could not be used due to an issue with the power distribution unit (pdu). The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system could not be used. Rse checked logs and found that the power supply in the r cabinet was in an error state. The philips field service engineer (fse) inspected onsite and confirmed that the power supply unit in the main cabinet was defective as there was no output of 24 volts dc. Fse replaced the power supply unit. Upon further troubleshooting, fse found that the pedestal module could not be used because the fuse was blown when the power supply unit failed. Fse replaced the fuse. After replacement of the power supply unit and fuse, the system was returned to good working condition. The codes were updated based on the investigation outcome.